Manufacturer narrative:
No samples were returned for eval. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore, unk at this time. (B)(4).

Event description:
The surgeon reported, the inner cutter remained closed and failed to cut during vitrectomy after 10 to 15 minutes. The probe was switched out, but the same event happened again. The probe was switched out a second time and the case was completed as planned. No pt injury was reported.